Manufacturer narrative:
Physio-control further evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a resistive and open inductor, designator l1 from the analog pcb assembly. Additionally it was observed that legs 2 and 3 of the l1 inductor were shorted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control evaluated the customer's device as part of a scheduled maintenance when it was observed that the device powered off by itself. Multiple batteries were then installed in the device but power could not be restored. There was no patient use associated with the reported event.